Event description:
It was reported that the sales representative was trying to program this cardiac resynchronization therapy defibrillator (crt-d) to magnetic resonance (mr) mode however, is getting that the left ventricular (lv) pacing impedances are out-of-range (oor). The sales representative confirmed that the oor impedances are on the other vectors and the current programmed vector has normal impedances. Additionally, it was noted that thresholds are chronically high. Technical services ts) discussed considerations and risks of magnetic resonance imaging (MRI). At this time, the device and lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the sales representative was trying to program this cardiac resynchronization therapy defibrillator (crt-d) to magnetic resonance (mr) mode, however, is getting that the left ventricular (lv) pacing impedances are out-of-range (oor). The sales representative confirmed that the oor impedances are on the other vectors and the current programmed vector has normal impedances. Additionally, it was noted that thresholds are chronically high. Technical services ts) discussed considerations and risks of magnetic resonance imaging (MRI). At this time, the device and lead remain in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated that there were concerns regarding accelerated battery depletion due to high left ventricular (lv) thresholds and outputs. Subsequently, this device was explanted and replaced successfully, and the lv lead remains in service. No additional adverse patient effects were reported.